Manufacturer narrative:
Date estimated. The patient deaths and additional adverse patient effects will be filed under separate medwatch report #s. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation, and the part, and lot numbers were not reported. Based on the article information, a conclusive cause for the reported break (stent fracture) cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The UDI is unknown as the part and lot numbers were not provided. Article title: balloon angioplasty versus implantation of nitinol stents in the superficial femoral artery.

Event description:
It was reported through a research article identifying dynalink, and absolute pro that may be related to the following: patient death, thrombosis, surgery, revascularization, rehospitalization, and stent fractures. This article summarizes clinical outcomes of 104 patients that were treated with dynalink and absolute pro stents. Specific patient information is documented as unknown. Details are listed in the attached article, titled, "balloon angioplasty versus implantation of nitinol stents in the superficial femoral artery."